Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer changed out supplies in the morning and blood glucose level was 88 mg/dl. Customer reported working out "intensely". Customer was unable to bolus before going to work and began to feel ill. Customer was ultimately hospitalized for treatment of diabetic ketoacidosis. Customer received saline and insulin for treatment of elevated blood glucose level (400 mg/dl). The customer was released from the hospital with the issue resolved. There was no permanent damage to the customer. During system check with tandem technical support, pump history was reviewed and showed no alarms or alerts. Follow up with customer same day indicated that blood sugars were approximately 200 mg/dl and customer felt "fine".